Event description:
A false negative advia centaur xp (B)(6) result was obtained by the customer on a patient sample and considered discordant when compared to alternate (B)(6) test method results and patient's clinical history. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp (B)(6)results.

Manufacturer narrative:
The cause for the discordant advia centaur xp (B)(6) results is unknown. A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse fixed a power supply conducting problem and cleaned system aspiration probes, reagent probes and wash station. The fse found no issues that may have contributed to the discordant advia centaur xp (B)(6) result. Siemens healthcare diagnostics has requested discordant patient sample for further investigation. No conclusion can be drawn. The information for use (IFU) states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). Antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Manufacturer narrative:
(B)(4). On (B)(4) 2013: siemens completed its investigation on the two returned samples. Multi lot testing was performed on the returned samples. (B)(6). On advia centaur lot 062235, the sample result was equivocal with an index of (B)(6). Siemens was unable to confirm the negative results obtained by the customer.